Event description:
The avanos ambit cassette with spike connector tubing (ref: 220140, lot# 30225606, exp: 09-19-2025) exhibited leaking from the cassette site when primed with drug/medication. When we attempted to use another tubing from this same lot, we also saw leakage occur. This happened at least 3 times, and the patient above returned due to pump leakage from cassette that was not identified when primed. From our estimate, most of the tubing from this lot is affected by leaking. We contacted the manufacturer to inform them of the issue and included the attached pictures and are awaiting a response. In the meantime, we have decided to use alternate tubing from a different lot number.